Manufacturer narrative:
MFR# reference: 28392.

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient¿s iop and vision appeared to have resolved.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop and corneal edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported was due to physiological response. (B)(4).

Event description:
It was reported that during implantation of two (2) stents from a trabecular micro bypass system, the surgeon observed excessive intraoperative bleeding from the trabecular mesh (tm). After five (5) minutes, the surgeon applied phenylephrine (flashed) followed by irrigation and aspiration (ia) with closing of all corneal incisions. As the bleeding persisted, the surgeon performed tamponade with provisc and the patient was placed in recovery sitting upright. Reportedly, one and a half hours after into the recovery, the patient was readmitted and the surgeon performed ia. Subsequently, the bleeding resolved. During examination on follow-up day one (1), the surgeon performed enzyme washout and the bleeding halted. On follow-up day two (2), the patient was reported as ¿settled with iop stabilized and minimal bleeding in the anterior chamber¿. Per report, the patient was on continuous anti-platelet therapy. Through follow-up, the following additional information was provided. The stents were successfully implanted into the tm. As the procedure was prolonged, a corneal distress was observed and was characterized as ¿slight oedema¿ which was anticipated to resolve. Per report, the reported event was a physiological response. The patient was scheduled for follow-up with the most recent prognosis reported as ¿settled, doing well with stable iop¿. Additional information has been requested.